Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use 3 lumen extraction balloon got stuck and was difficult to remove. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed, after a delay, using another device. There were no reports of patient harm.